Event description:
A male pt with severe aortic regurgitation was undergoing cardiac catheterization prior to aortic valve replacement. While in the process of exchanging arterial sheaths, it was noted that the sheath had broken with the body of the sheath in the femoral artery. Surgery was notified and the pt taken to the or for extraction of sheath. The broken sheath that occurred during cardiac cath is not mismanagement on the part of the physicians. This is a rare and unusual occurrence and is likely the result of a defective product.